Manufacturer narrative:
The catalog number identified in device information has not been cleared in the us but is similar to the conquest pta balloon dilatation catheter products that are cleared in the us. The pro code and 510 k number for the conquest pta balloon dilatation catheter products are identified in common device name and PMA/510k. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta dilatation catheter was returned for evaluation. Unraveled fiber was noted on the balloon. During the visual examination, no other specific anomalies were discovered. During the functional testing, the balloon was inflated with the in-house presto inflation device, and water was noted to be leaking from the balloon. Further, the balloon fibers were stripped, and under microscopic observation, a pin-hole rupture was noted. No other functional testing was performed. Therefore, the investigation for the reported balloon rupture was confirmed as the pinhole rupture was noted during the functional testing and microscopic observation. The investigation was also confirmed for the identified unraveled fiber, as these anomalies were noted on the balloon during the visual evaluation of the returned device. A definitive root cause for the reported balloon rupture and identified unraveled fiber could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 01/2025.

Event description:
It was reported that during an angioplasty procedure in the left radial vein, the pta balloon allegedly ruptured at 6 atm. The procedure was completed by using another device. There was no reported patient injury.